Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified vein. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured and pinhole was noted on the balloon material. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.